Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2019-aug-26 reporting that the consumer had been so busy and had not made a hcp appointment yet. It was reported that the device was a good thing and the patient would have been crippled without it. The device took care of them for years so that they could move around and do the activities they wanted. The health care provider (hcp) burned their nerves so the patient did not need the stimulator anymore and had not needed it or charged it. Now the patient had pain and needed to follow-up with a hcp to get the ins removed. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who is implanted with a neurostimulator for spinal pain. It was reported that the patient was having an issue with his pain stimulator device. He is not using it anymore, but it still causes him back pain. It was reported that the patient¿s implantable neurostimulator has slipped from the pocket and has migrated which is causing him pain. The implantable neurostimulator was at the patient¿s hips, and now it has moved eight inches up under his rib cage. The patient would like the issue assessed by a physician. When the implantable neurostimulator was at the patient¿s hip, it hit at the waist band of his jeans. It was noted that this had occurred about a week and half prior to the report, confirmed as (B)(6) of 2019. There were no further complications reported.